Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation. The device was removed from the patient's body, and procedure was completed with a new balloon. There were no patient complications.